Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a "new" syringe module was displaying "error messages" when attempting to program. There was no patient involvement. Bd technical support team provided assistance to the customer. It was found that the user "picked a profile on the drug library that did have any drugs available to use on the syringe module." After selecting a different profile, the device displayed the available drugs to choose from.